Event description:
Intuitive surgical, inc. (Isi) received user facility report stating: surgeon was operating the scissors intraoperatively reported difficulty moving the scissors they were removed. Cover taken off scissor noticed cable broken in the robotic scissors.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.